Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent high glucose readings on the pump despite swapping the infusion set and related components, with initial readings displaying ¿high,¿ and subsequent follow-ups showing values decreasing from 398 mg/dl to 258 mg/dl; no back-up therapy or ketone testing was used, and no medical intervention was required. Symptoms included hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting education; goodwill replacement supplies were arranged. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.